Event description:
Complaint submitted through clinical data collection site. Limited information provided. Posterolateral spinal surgery performed on patient on (B)(6) 2021 in vertebrae location l4/l5. Tornado bioactive bone graft matrix used on patient during initial surgery. Bone marrow aspirate, autograft, spinewave capsure and leva (not collagen matrix, inc. Products) were also used with the tornado bone graft product during the initial procedure. Clinician confirmed there were no complications during initial implantation, no other concomitant medical treatment performed, and the device handled and performed excellent. At the scheduled 12-month follow-up visit on (B)(6) 2022, x-ray revealed cage fracture and collapse. Clinician classified this as an unexpected adverse event, however no intervention required. It was not specified why x-ray imaging was conducted at the follow-up appointment. No further information surrounding patient status, patient outcome, or the event will be provided.